Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6)2015. The patients sensor was inserted on (B)(6) 2015. The patients father stated that they could not see the sensor wire but they could feel it at the site of insertion. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).